Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was alarming with no delivery and that her blood glucose has been high. The patient's blood glucose at the time of incident was 320 mg/dl; the customer also mentioned that her blood glucose was as high as 430 mg/dl. Troubleshooting was initiated. The customer stated that the infusion sets were not bent or kinked. The customer confirmed that she has not tried all remedies yet; the customer was informed of the remedies and advised to try them to prevent recurring alarms. The insulin pump was not returned for analysis.